Manufacturer narrative:
H3: the device, stylette, and an open pouch were returned in a plastic bag. The pouch was open from 3 of 4 sides and the open sides of the pouch were taped with surgical tape. The styllete was inside the inner assembly, and the inner assembly was almost out of the outer assembly when returned. There were traces of contamination observed at the proximal end of the inner hub, and there were traces of indentions observed at the proximal end of the outer hub. During the hand rotation, it was observed that the inner assembly was loose. With a light pull, the inner assembly came out, it was broken. The inner shaft spiral wrap was broken. The distal end of the inner shaft remained inside the outer assembly. The device failed due to defective condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the blade could not be rotated when installed on the handpiece. After replacing another blade, it could be used normally. There was no patient impact related to the event.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.